Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that it is unknown what caused the change in efficiency and cramping around the ins site, but the patient believes it may be from their son jumping on them. Their son jumping on them led to pain and cramping around the ins with stimulation turned on. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-feb-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced a change of efficacy and complained of pain and cramping around their ins site and down their leg. It was noted that the patient had fallen several times and their son had jumped on their ins multiple times, causing severe pain. It was stated that the impedance test was normal, but per the healthcare provider, a pelvic x-ray showed a slight change in position of the lead. Troubleshooting included reprogramming the patient to see if their symptoms would be relieved. If not, the healthcare provider would consider doing a surgical revision. No further patient complications are anticipated or expected as a result of this event.